Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid videoscope had image distortion. The issue was identified during an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and due to corrections required. Corrected fields: b3 - date of event null (inadvertently asku was not selected), d10 - concomitant product null, inadvertently asku was not selected, address 1:(B)(6) , g2 - report source: distributor (inadvertently this report source was not added), h4 - device mfg date (inadvertently the date was omitted). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions was identified during the device evaluation: light guide bundle is broken. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the customer reported issue was due to components failure of the unit spanning from the distal end to the main body. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.